Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. Other device used: catalog #00232901224, 2.4mm locking screw 12mm, lot #unk; catalog #00232901224, 2.4mm locking screw 12mm, lot #unk; catalog #00232901224, 2.4mm locking screw 12mm, lot #unk; catalog #00232902024, 2.4mm locking screw 20mm, lot #unk; catalog #00232901824, 2.4mm locking screw 18mm, lot #unk; catalog #00232901824, 2.4mm locking screw 18mm, lot #unk; catalog #00232901824, 2.4mm locking screw 18mm, lot #unk; catalog #00232901824, 2.4mm locking screw 18mm, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported the patient broke the distal radius and it was fused with zdr. A year later due to pain in distal radius and limitation in movement the patient was advised to undergo plate and screws extraction as well as trigger finger procedure.

Manufacturer narrative:
This complaint was identified during the extraction of a zdr plate and screw from a patient post-op. The zdr construct had been in the patient for a year. It was also reported that it appeared that the screws went cold welding to the plate and it was impossible to extract them. It was further reported that a non-compatible synthes broken screws extraction system was used to extract the screws. This is the only complaint of this nature for any part numbers involved. There are no other complaints against the lot number part number combinations reported on this complaint. These devices are used for treatment. One three hole volar plate and eight 2.4mm locking screws were returned for evaluation. The plate exhibits damage in the form of nicks and gouges in the column and head regions. All of the threaded holes show damage with the most extensive damage seen in the threaded holes in the head of the plate. Three 2.4mm locking screws were returned with material missing from the double lead conical thread feature. These same screws also show damage to the 2.4mm threads. Three 2.4mm x 12mm locking screws were returned with damage that has occurred to the threads and/or hexalobular feature. One 2.4mm x 18mm locking screw was returned in good condition, showing no damage. One 2.4mm x 20mm locking screw was returned with damage seen in the double lead conical threads and hexalobular feature. All the plates and screws returned were reviewed and were found in conformance to print specifications where measured. Definitive root cause cannot be determined with the information provided.